Manufacturer narrative:
Concomitant medical products: non cfn connector spike and spinning spiros closed male luer, MFR/model/lot unk; phaseal infusion adapter; model/lot unknown; therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak between a texium infusion set and a smartsite primary set. This leak occurred during an infusion of bendamustine 124mg. And is estimated to have been a loss of approximately 10ml. There was no pump alarm and no harm to the patient or providers.

Manufacturer narrative:
Concomitant products: baxter, 500ml (B)(4) sodium chloride injection usp infusion bag, lot c977926, exp 08/16 labeled as bendamustine 124mg in ns 500ml; therapy date (B)(6) 2015. Baxter, 250ml (B)(4) sodium chloride injection usp infusion bag, lot c979153, exp 11/16; therapy date (B)(6) 2015. Baxter, 50ml (B)(4) sodium chloride injection usp infusion bag, lot p330969, exp 03/16; therapy date (B)(6) 2015. The customer¿s report of a leak was not confirmed. Visual inspection observed no obvious damages or any issues. Functional and pressure testing was performed; no leaks or any issues were observed. The root cause of the reported leak was not identified.